Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 29-dec-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a successful implant of the lead and implantable neurostimulator, the incision sites would not stop bleeding and surgeons were unable to close the incision sites due to excessive bleeding. The bleeding issue was reported as ongoing and not resolved. The physician elected to explant the neurostimulation system, and a drain was placed in the spinal incision, after which the spinal and pocket incisions were surgically closed. The physician believed the patient may have had an undiagnosed bleeding disorder. The manufacturer representative (rep) indicated they would send any further information as they become aware.